Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that there was a large amount of accumulation of water from nebulizer in corrugated tubing. Noticeable condensation in large amount on nebulizer cap.